Event description:
It was reported that during a device change-out due to eri, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. The physician attempted to replace the lead but the left subclavian vein was occluded. The patient returned at another visit and the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.